Event description:
The customer reported that the computer for the act 5diff hematology analyzer was not responding when the operator arrived in the morning. The operator proceeded to unplug the computer from the ups (uninterruptible power supply) and then plug it back into the wall when she saw a spark and a small amount of smoke coming from the computer. The operator disconnected the power cord from the wall and the computer. Per the customer, there were no flames or arcing as a result of this event. The fire dept was not called. No one sought medical attention as a result of this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between 1/1/2008 and 10/23/2010 of complaints for add'l reportable events. Field svc was not dispatched for this event. A new computer power supply was ordered and it replaced the damaged one. The root cause for the smoke is unk. The act5diff al has the following product safety compliance approvals: (B)(4). Note: (B)(4).